Manufacturer narrative:
Physio-control supplied troubleshooting assistance and parts information, to customer for repair.

Event description:
Found during testing. According to the reporter, the device would not charge at low energy settings and charged to 400 joules at a selected energy of 360 joules. There was no patient associated with the report.